Event description:
Unomedical reference number (B)(4). Event occurred in canada on 08-apr-2024, it was reported that the infusion set's tubing got detached from the tubing connector while sleeping the site location was patient's left thigh, and the pump was located on the waist band. The infusion had been used for two days. Reportedly, the infusions were stored in the dresser closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.